Event description:
It was reported that a user contacted support for assistance connecting a libre 3+ sensor to the ilet after receiving a dosing stopped alert shortly after scanning a new sensor; support verified the sensor was in warmup with approximately thirty minutes remaining and provided education on expected behavior until dosing resumes. No reported adverse clinical effects and no change in blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included customer support review, verification of sensor warmup status, and user education regarding system behavior during warmup. Investigation of this case revealed the device functioned as designed with dosing suspended during sensor warmup and the event resolved with education and time to completion of warmup. It was concluded, based on previously established findings for similar reports, that the cause was normal device operation with user understanding improved through troubleshooting and education.